Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-31. It was reported that the manufacturer's representative would send back the pump as soon as they had it as the hospital now had the policy to only give the pump back to the patient. It was indicated that the manufacturer's representative asked the patient to retrieve the pump and to let the manufacturer's representative know when they could pick it up from them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-14. It was reported that the manufacturer's representative was finally able to retrieve the pump and was mailing it back on 2017-sep-14. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 724 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a critical alarm was heard and confirmed by telemetry to be due to low battery reset occurred, reset occurred, and safe state occurred. The date of the event was (B)(6) 2017. No symptoms or complications were reported. It was noted that the pump was programmed back to a therapeutic dose and that the patient had oral baclofen available if the pump reset again. It was indicated that the neurosurgeon would be contacted to coordinate a pump replacement. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the pump was replaced the night before ((B)(6) 2017) without any issues. It was indicated that the a manufacturer's representative had spoken to the patient the night before and that the patient was doing well. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found that there was high resistance in the pump battery. Analysis also found that the pump motor gear train had corrosion/wear/lubrication and that there was a motor stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.